Event description:
Procedure type: aortic valve replacement/lobe resection. According to the reporter: the straight needle/electrode came off the suture; therefore, the patient wasn't able to be hooked up to the pace machine in ICU. The patient went into cardiac arrest 4 days post-operation. The patient was hooked up to the alligator clips directly and was released from the hospital and is now doing fine.